Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.a batch review will be performed for the potentially associated lot numbers h14a11066 and h13k17015. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14a11066 and h13k17015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced sterile peritonitis manifested by inflammation coincident with peritoneal dialysis (pd) therapy. The cause of sterile peritonitis was stage 4 lung cancer. The patient was not hospitalized for the event. Treatment for the event was not reported. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.